Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a flexima biliary stent was used during a stone retrieval procedure in the bile duct performed on (B)(6) 2011. According to the complainant, during the procedure, the device was inserted into the biliary; however after advancing approximately 4cm, the device got stuck. The endoscope was maneuvered, however the stent still could not be advanced. Therefore, the device was withdrawn. The delivery system was able to be removed, however during withdrawal it was noted that the suture had detached and the stent remained in the patient. It was reported the stent was pushed into the duodenum using a snare and was removed from the patient. The stent was then reinserted on the same guide catheter, and the device was advanced through the scope and into the patient again. The stent was released in the correct location to complete the procedure. It was noted that the torn suture remained stuck on the stent. The physician decided to leave the suture in the patient to pass naturally. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima biliary stent was used during a stone retrieval procedure in the bile duct performed on (B)(6), 2011. According to the complainant, during the procedure, the device was inserted into the biliary; however after advancing approximately 4cm, the device got stuck. The endoscope was maneuvered, however the stent still could not be advanced. Therefore, the device was withdrawn. The delivery system was able to be removed, however during withdrawal it was noted that the suture had detached and the stent remained in the patient. It was reported the stent was pushed into the duodenum using a snare and was removed from the patient. The stent was then reinserted on the same guide catheter, and the device was advanced through the scope and into the patient again. The stent was released in the correct location to complete the procedure. It was noted that the torn suture remained stuck on the stent. The physician decided to leave the suture in the patient to pass naturally. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
It was reported the patient was over 18 years old. Component code 515 relates to problem code 2920 for the reported event of difficult to advance stent through patient anatomy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
The delivery system was returned for evaluation; the stent was not returned. The suture was found detached from the push catheter and was also not returned. Visual evaluation of the device revealed the push catheter to be kinked and the suture hole of the push catheter to be torn. The outer diameter of the push catheter was measured and was found to be within specification. The guide catheter was returned loaded inside the push catheter. The guide catheter was removed for observation and minor kinks were noted along its length. The torn suture hole indicates the suture encountered tension, likely causing it to break. It is likely that procedural factors such as patient tortuous anatomy or a tight stricture caused the reported difficulty of advancing the stent and lead to the noted damages. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.